Manufacturer narrative:
The device was returned to olympus for evaluation. The biopsy channel was boroscoped and noted heavy scratch marks about 100mm from the biopsy port on the grip section of the device. The suction channel was also boroscoped and found similar scratches on the interior wall. No evidence of any foreign material was noted from either the biopsy or suction channel of the device. In addition, the distal end was inspected using a microscope and found no foreign material on the forceps elevator and elevator wire; however, stains were found on the metal body of the distal end. There were also brown stains noted on the interior of the light guide lens. The nozzle of the scope was also found sharp and deformed. The device was noted to have non olympus parts which include: the insertion tube, bending section cover, bending section glue, distal end cover, switch unit, electronic connector (el connector), and control knob. The scope passed leakage testing. The device was serviced and returned to the user facility. Due to the criticality of the device failures noted, the most likely root cause of the reported event is due to improper maintenance of the device. The instruction manual contains several warning statements in an effort to prevent severe equipment damage and patient injury. Before each case, prepare and inspect this instrument. If irregularities are suspected after inspection, follow the instructions given in chapter 5, "troubleshooting." If the problem cannot be resolved, stop using the endoscope and contact olympus. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.3, "returning the endoscope for repair." The instruction manual also has the following statement with regards to troubleshooting and the use of third party repairs "as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.3, returning the endoscope for repair." As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized with the user facility.

Event description:
Olympus was informed that the scope tested (B)(6) for (B)(6) after reprocessing. The device was reprocessed by high level disinfection (hld) using an automated endoscope reprocessor (aer) medivators edge with tri power enzymatic cleaner and rapicide pa as the disinfectant. The minimum effective concentration is checked with each cleaning using test strips. Olympus bw-412t and maj-1534 single use brushes are used to brush the channels of the scope. Pre cleaning is performed immediately post procedure as stated in the reprocessing manual. The scopes are manually leak tested prior to manual cleaning using an olympus mu-1 leak tester and leak tested again in the aer. The last olympus endoscopy support specialist (ess) in-service visit was performed on (B)(6) 2016. No changes to the staff's reprocessing personnel since the last ess visit and all staff are properly trained. The scopes are hung freely in a scope closet. No patient infections occurred.